Manufacturer narrative:
D4 (additional device information) was updated. The reported complaint of a leak from the insertion site of the solex catheter (lot 206518) was not confirmed during the visual and functional testing of the returned solex catheter. No issues or discrepancies were found. No leak, no damage, no device malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no physical damage observed on the catheter. Blood residue was observed on the serpentine balloon and in luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak, no issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known- good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was observed, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
The customer reported a leak from the insertion site of the solex catheter (lot unknown). No additional information was provided. No patient injury was reported.

Manufacturer narrative:
Zoll has received the solex catheter for investigation. A follow-up report will be submitted when the investigation has been completed.